Event description:
In (B)(6) 2014, I received allergan 410mx (ref (B)(4)) breast implants post bilateral mastectomy. I started to experience issues immediately post implant with a series of serious infections mostly in the right breast for which I was administered an extended course of antibiotics. I always feel like there's a vice around my rib cage and I have constant pain around the implants and on my ribs. Soon after implant I was diagnosed with fibromyalgia that started in my arms and spread throughout my body. I was then diagnosed with rheumatoid arthritis and raynaud's syndrome. The following are symptoms that have continued and have gotten worse throughout the time my implants have been in place: ear ringing, burning / throbbing muscle pain, extensive joint pain, lightheaded / dizziness, loss of balance / falling down, forgetfulness, extreme fatigue, lhermitte's sign, frequent urination especially at night, extreme intolerance to heat, skin rash (plaque), reddening of the face, petechiae, skin painful and itchy, loss of dental enamel, tingling and numbness in arms / hands / legs / feet. I did not have any of these symptoms prior to implant. I have seen numerous specialists all of who have tried to diagnose me to no avail. Tests have included extensive blood work and MRI. I have found that there are upwards of 100,000 women with the same or similar issues post implant. Breast cancer, celiac. FDA safety report ID# (B)(4).